Event description:
The lay user/patient contacted lifescan (lfs) in 2006 alleging high readings on his one touch ultra meter compared to another meter (different brand). Three days earlier at 5:00pm the patient tested his blood glucose and received a 255 mg/dl and did not experience any symptoms at the time of the event. He took 54u of insulin of his own. Two hours later, the patient experienced symptoms, which consisted of feeling sweaty, shaking and had an intense feeling of hunger. He tested his blood glucose on the ultra meter and received a 92 mg/dl. The patient thought based on how he was feeling his blood glucose should have been around 50 mg/dl. He ate a slice of cake 2-3 cookies and 2 slices of white bread with honey. The symptoms lasted for about 20 minutes. The patient did not retest his blood glucose after he ate and did not test on his meter. The patient did not seek medical attention or contact his physician regarding the incident. The patient was uncooperation with the customer care agent (cca) and did not want to troubleshoot. Cca recommended he contact his diabetes specialist for advice. The patient wondered why even though he injected too much insulin; how come he never experienced any similar situation situation using his other meter. In a previous complaint by the patient (sr 1-512395702) the patient complained about the same issue. Cca explained the lfs does not recommend comparing between 2 meters. The patient even received written information regarding the issue. The patient did not want the meter replaced and claims he will start to use his other meter. There is no evidence of a malfunction, since the patient was unable/unwilling to troubleshoot. The complaint is being reported since the patient's symptoms were inconsistent with his blood glucose readings. His symptoms suggested he was hypoglycemic and the meter showed that his blood glucose was fine.